Manufacturer narrative:
Section a3b, gender: the customer indicated ¿woman¿. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was scratched. The iol was fully inserted and then removed from the patient¿s right eye. The procedure was completed with a backup lens of the same model but different diopter, dcb0000 20.0 diopter. There were no complications such as a vitrectomy. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 7, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint handpiece and lens was received. Visual inspection under magnification revealed the complaint handpiece was received with the plunger rod advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating an inadequate amount of ovd (ophthalmic viscosurgical device) may have been used. The cartridge tip and tube was observed to be deformed; stress marks were also observed on the cartridge tip but were in specification for a used device. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected revealing no issues; the plunger rod tip was observed to be bent. The lens was received coated in viscoelastic residue. The lens was cleaned revealing lens damage. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.